Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: this morning the local sales rep has called informing me that the patient yesterday needed a revision surgery probably due to the malfunction of the device. The patient after the primary surgery had fever: this outcome has permitted to detect something anomaly in the suture. The revision was performed due to a bleeding from the suture line. The suture line was found not integral. During the (B)(4) solution test (test was performed during the revision), the line leaked in the same point in which occurred the problem with the stapler. The leakage was in the same point in which the stapler had a malfunction during the primary intervention. No anomaly was detected by the surgeon in the primary intervention in that point in which the stapler didn¿t work as intended. No issues were detected by the operator that assembled the device before using. Also the surgeon detected no anomaly. Additional information requested but unavailable: what is the bmi, gender of patient? What color cartridges were used throughout procedure? Was buttressing material used? In the 4th firing, did the surgeon have difficulty removing device? Was there any tissue trauma noted in initial procedure at site of device lockout? Was there any issue with staple formation in primary procedure? Did the patient present post-op with symptoms of bleeding and leak? How was the bleeding and leak addressed? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy procedure, at the fourth firing, the device locked out. The surgeon activated the manual overdoor. The device was replaced. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # n54719. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative video was received. During the video, three firings can be appreciated, the first firing was with a green cartridge, the second firing was with a gold reload, between the second and third firing tissue manipulation can be seem, the tissue is manipulated with the use of graspers, the third reload (gold) was placed over the tissue while tissue is removed from around the endocutter with a harmonic device. The device is closed over the tissue for around 3 minutes then the device is retrieve, no cut line or staple line can be appreciated once the device is removed from the device. However, it cannot be determined if the device was activated. Unfortunately there is not enough evidence in the video to determine root cause.